Manufacturer narrative:
This is a legal file so all request for info will be coordinated by the legal affairs team. No further info received at this time. If additional info becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported through the attorney for the pt as a result of a legal claim, that "the pt alleges damages sustained as a result of his hip implant."